Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The slight bend was noted on visual inspection; however, the lead was within specification.

Event description:
It was reported that upon opening the package, the tip of the lead had a significant angled bend on the tip of the lead. On 05 nov 2008: additional information reported with returned product indicates that upon removal of the lead from sterile packaging, the lead tip was noted to have a severe bend to it. It took 25 turns to extend the helix out of the tip. The lead was not used.